Event description:
It was reported that the patient underwent plastic surgery procedure on an unknown date and suture was used on the arm. Following the procedure, the patient experienced a wound dehiscence. The patient is being seen by a dermatologist who opines the patient may be having an allergic reaction. The patient is receiving unknown treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.